Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure and after positioning, the suture sleeve to the left ventricular lead fractured when fixing the lead. The lead was repaired. The sleeve remained tied tightly to the lead. There were no adverse consequences to the patient.